Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08715 inches. No motor error alarms were noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.

Event description:
The customer reported via phone call that customer was in emergency room due to high blood glucose on (B)(6) 2018 as well as insulin pump had motor error. The customer's current blood glucose is 452 mg/dl. The customer did experienced the symptoms such as achy, breathing issues. The customer was treated by fluid saline and syringes troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.